Event description:
It was reported that the balloon got stuck in the stent. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main (lm) / left anterior descending (lad) artery. The lesion was prepped with a 1.75mm rota burr atherectomy and a 10mmx3.50mm wolverine cutting balloon. A 3.50 x 28mm megatron ous mr drug-eluting stent was then deployed to the lm / lad but the balloon would not pull out of the stent after deployment. Manipulation of the stent delivery system (sds) was performed, and negative was pulled multiple times on the inflation device, both unsuccessful. Finally, the balloon was removed after pulling harder on the sds, however, the non-boston scientific guide deformed the stent. The procedure was completed, and the patient was stable. There were no patient complications reported as a result of this event.